Manufacturer narrative:
Based on the patient files provided, the expected overall longevity is estimated at ¿ 92 months (7 year 8 months), leading to a theoretical rrt in october 2025. The device was explanted 15 months earlier. The implantation duration was 75 months, which is higher than 75% of the estimated overall longevity (75% of 92 months = 69 months). Based on hrs guidelines, normal battery depletion occurred. The device longevity of 7 years and 8 months is in accordance with the labeling. Because the device was not returned for analysis, no further investigations can be performed. Based on available data, no issue is suspected with the subject device. If new data are available, the case will be re-opened for analysis.

Event description:
Reportedly, a premature battery depletion is suspected.